Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip was locked onto tissue, however, the clip failed to release from the delivery catheter. The device was removed from the patient and from service. The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip was locked onto tissue, however, the clip failed to release from the delivery catheter. The device was removed from the patient and from service. The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the device was fully deployed and the clip assembly was not returned. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The complaint device was returned fully deployed and the clip assembly was not returned. The most probable root cause could not be determined due to the return condition of the device.